Event description:
Elderly female was admitted through the emergency department for congestive heart failure (chf). 5 days later, an order was placed for placement of a feeding tube for long-term artificial nutrition and hydration. The kangaroo feeding tube with iris technology was placed at 1402, confirmed via x-ray, and the patient pulled it out at 1812. The dayshift nurse placed another feeding tube at 1833. The confirmation x-ray was ordered and performed at 1906, during shift change. The confirmation x-ray resulted at 1915, was called to a nurse, and documented at 1941 by the radiologist. The nightshift nurse gave handoff report to the nightshift cardiology nurse at 1945, including that the iris feeding tube placement was confirmed and it was okay to use. The nightshift cardiology nurse received the patient at 2058 and started tube feeding at 2130, using the side port. The next day, a dayshift nurse noticed something wasn¿t right prior to feeding tube medication administration. She consulted with the unit iris superuser and they both confirmed that the stylet was retained. The stylet was removed and there was no harm to the patient. The nightshift nurse was tending to the needs of her other patients during the hour and getting everything put together for the transfer of this patient and just did not think about the guidewire. She thinks that because she didn't place the tube, she didn't think about the guidewire. She indicated that if she had had time to start the tube feeds, she would have noticed the wire, but she only had time to collect the equipment. The cardiology nightshift nurse wasn't familiar with the iris feeding tube system. She thought it was capped and that the side port was the main feeding port. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter). There are ongoing discussions with cardinal health. We met with cardinal health to discuss the problems with easily identifying the stylet three times in 2021. This is a repeat event.